Event description:
It was reported by a customer on (B)(6) 2011, when a 200 micron sureflex fiber was used, smoke was coming from the connector end where the fiber connected to the laser. Also, the customer reported that 100 watts was used on the 200 micron fiber. The 200 micro fiber has a 25 watts maximum usage. Per the customer, it was later reported of continued problems with the 200 micron fibers breaking and smoking during the procedure. No patient injury was reported.